Manufacturer narrative:
This report is being supplemented to provide the results of evaluation and additional information based on the legal manufacturer's final investigation. From the results of evaluation of the subject device, the following was observed: - "the front panel was flickering due to defective filter". A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a defective filter. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source's front panel flickered. The issue did not cause any delay in procedure. The patient was not under anesthesia. There were no reports of patient harm.